Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. The returned pump was interrogated and as per the logs the pump administered morphine with concentration 30.0 mg/ml at a dose rate of 7.858 mg/day as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. The pump was initially returned to the manufacturer with an indication of no known issue. Only the pump was received on 2019-mar-26. On 2019-jun-28 it was further reported that the pump was replaced in (B)(6) 2019 due to normal battery depletion. It was also noted however that they had to get the tube (catheter) replaced when they got their new pump implanted in (B)(6) 2019. They had to replace the catheter because it was clogged. The date of the event was described as being the very beginning of (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). No patient symptom was reported. No further patient complications have been reported as a result of this event.